Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the power button was pressed on the external pulse generator (epg), the device did not power on. The epg failed the incoming test. Liquid damage and corrosion on the printed circuit board (pcb), was observed. It was also determined at analysis that the battery has low voltage. The epg was not repaired as it was no longer serviceable. The epg was returned to the customer as per request. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the power button was pressed on the external pulse generator (epg), the device did not power on. The batteries were changed out but this failed to resolve the issue. The epg was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.